Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacturer representative (rep) indicated the patient experienced a certain smell they described as having previously when they went into withdrawals. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 20 mg/ml dilaudid at a dose of 2 mg/ml via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that a motor stall occurred and the patient had withdrawal symptoms. The environmental, external, or patient factors that may have led or contributed to the issue were stated as normal use. The diagnostics/troubleshooting performed were the logs were read. The logs showed that the elective replacement indicator (eri) was 17 months. A motor stall occurred on (B)(6) 2017 at 12:53 and stopped pump period may exceed tube set occurred on (B)(6) 2017 at 12:53. The actions/interventions taken were the patient was being referred for replacement. Surgical intervention did not occur, but it was planned. The surgical intervention was not yet scheduled. The issue was not resolved at the time of the report and the patient status was alive with no injury. The patient¿s weight and medical history were asked, but unknown. The event date was (B)(6) 2017. There were no further complications reported.